Event description:
The customer indicated that while performing a tonsillectomy, the handswitching pencil activated and the footswitching coagulator also activated. The coagulator tube was bent and hanging on the side of the patient's mouth creating a small burn.